Manufacturer narrative:
Review of device history record showed that all in process and finished product test results for this lot met acceptance criteria.

Event description:
The product tore during implantation.